Event description:
The customer reported that they could not get an electrocardiogram from this device. There was no report of pt involvement or impact.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.